Manufacturer narrative:
Discordant negative direct antiglobulin testing (dat) reaction for one patient using the ortho biovue system in conjunction with an ortho vision biovue analyzer during validation of the analyzer. Most probable root-cause is associated with a dispensing issue and with an antibody being weak and at or around the detection limit of the reagent and technique used. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
Event occurred in (B)(6). A customer reported what was described as a discordant negative direct antiglobulin testing (dat) result for one patient using the ortho biovue system in conjunction with an ortho vision biovue analyzer during validation of the analyzer. Date of event: (B)(6) 2018. Complainant: (B)(6). Complaint reporter: mrs (B)(6) ¿ product manager (B)(4) (distributor for ortho in (B)(6)). Reported on 25 october 2018 by mrs (B)(6) to mrs (B)(6) who reported it on the same day to ortho care. Reagents: ortho biovue system dat/idat cassette lot dat281a, expiry date 07 april 2019. Software version: 5.10.0. Patient¿s information: sample ID (B)(6); female; o rhd positive; negative antibody screening. The customer reported that on (B)(6) 2018, while validating their ortho vision biovue analyzer, they had tested a patient¿s sample for dat using ortho biovue system dat/idat cassette lot dat281a in conjunction with their ortho vision biovue analyzer and that they had obtained a negative reaction with biovue anti-igg reagent of the cassette and a positive reaction (0.5+ reaction strength) with biovue anti-c3d/-c3b reagent of the cassette. The customer reported that they were expecting a positive reaction (0.5-1+ reaction strength) with biovue anti-igg reagent of the cassette. The customer reported that they had tested this patient¿s sample as follows using the same lot of ortho biovue system dat/idat cassettes: on (B)(6) 2018 with their ortho autovue innova (serial number (B)(4)) and that they had obtained positive reactions (0.5+ reaction strength) with biovue anti-igg and biovue anti-c3d/-c3b reagents of the cassette. On (B)(6) 2018 with their ortho autovue innova (serial number (B)(4)) and that they had obtained positive reactions (0.5+ reaction strength) with biovue anti-igg and biovue anti-c3d/-c3b reagents of the cassette. On (B)(6) 2018 with their ortho vision biovue analyzer and that they had obtained an indeterminate reaction with biovue anti-igg reagent of the cassette and a positive reaction (0.5+ reaction strength) with biovue anti-c3d/-c3b reagent of the cassette. On (B)(6) 2018 with their ortho vision biovue analyzer and that they had obtained a "too few cells" error code with biovue anti-igg reagent of the cassette and a positive reaction (0.5+ reaction strength) with biovue anti-c3d/-c3b reagent of the cassette. On (B)(6) 2018 with their ortho autovue innova (serial number (B)(4)) and that they had obtained a positive reaction (1+ reaction strength) with biovue anti-igg reagent of the cassette and a positive reaction (0.5+ reaction strength) with biovue anti-c3d/-c3b reagent of the cassette. On (B)(6) 2018 with their ortho vision biovue analyzer and that they had obtained a "too few cells" error code with biovue anti-igg reagent of the cassette and a positive reaction (0.5+ reaction strength) with biovue anti-c3d/-c3b reagent of the cassette. On (B)(6) 2018 with their ortho vision biovue analyzer and that they had obtained a "too few cells" error code with biovue anti-igg reagent of the cassette, a positive reaction (2+ reaction strength) with biovue anti-c3d/-c3b reagent and a positive reaction (0.5+ reaction strength) with the control column of the cassette. The customer reported that no biased result had been reported to a physician and that the patient concerned had not been harmed as a result of the reported events.